Event description:
The customer contact reported, the pt received more medication than intended. The physician's note indicated, "infusion started at 0900, 0.75mg of tacrolimus in 100ml of normal saline to run at a rate of 4ml/hr over 24 hours. At 1630, infusion complete. Pump reads total voume to be infused 72.1ml. Pump delivered incorrectly." Reportedly, the "bag was empty". The device was removed from clinical service and the therapy discontinued. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additonal information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The device history was downloaded at the manufacturing facility. A review of the device history showed that in 2006 at 0930, line d was programmed in the continuous mode to deliver a total volume of 100ml at a rate of 4.1ml/hr. At 1616, an air in line occurred on line d and the delivery was restarted. At 1617, the device alarmed for a full collection bag, and line d was stopped. At 1632, the delivery on line d was restarted. At 1633, an air in line alarm occurred on line d, the delivery was restarted, and then the delivery was stopped. At 1646, line d was restarted with a total volume to be infused of 72.1ml. At 1647, line d was stopped and the device was powered off.